Event description:
It was reported that while upgrading software on the software distribution network the programmer lost power and would not come back on. The programmer was returned for service. It was requested that it be updated with the most recent software including linq and that the handle be fixed. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the programmer was unable to power up and therefore the power supply was replaced. Analysis also found that the lower case half was broken, that the upper case was in need of repair and that the display was cracked. All necessary repairs or replacements were made. (B)(4).